Event description:
An article by sampaio et al. (2005) described 178 pts who were treated for abdominal aortic aneurysms between january 1996 and april 2003. Three were treated with gore excluder bifurcated endoprostheses, and 41 of the 178 total patients later presented with type ii endoleaks. Ten of these underwent embolizations to treat the type ii endoleaks.

Manufacturer narrative:
Sampaio et al. (2005). Aneurysm sac thrombus load predicts type ii endoleaks after endovascular aneurysm repair. Annals of vascular surgery, 19, 302-309. Could not confirm that the pt(s) with the type ii endoleaks were treated with gore devices.